Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient will undergo a drg trial as the next course of action. Any further intervention would occur after the trial.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient was unable to adjust stimulation on all her programs using the programmer. The patient reportedly fell a week ago, however, she did not experience a change in stimulation. In addition, the patient reported lifting a vacuum after which she felt a 'snapping' sensation in her back. X-rays confirmed the lead was fractured. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the drg trial took place on (B)(6) 2016. The results of the trial were successful. An explant of the scs system is planned as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2016. During the procedure, the ipg was explanted; however, the lead remains implanted but not in service. A drg system was implanted at the time. Effective therapy was restored post-operatively.